Event description:
It was reported that during a da vinci-assisted surgical procedure, while the surgeon was trying to staple bowel tissue an error was received that the stapling was incomplete. It was mentioned that the surgeon may have been stapling over a previously stapled site. Intuitive surgical inc (isi) followed up with the reporter and obtained the following additional information: there was no patient injury to report. The customer opened a new stapler and stapled in a different location to resolve the issue. The surgeon reportedly tried to staple over an already stapled area as he was trying a new technique. The instrument has been isolated for return.

Manufacturer narrative:
The stapler reload was returned to intuitive surgical, inc. (Isi) and evaluated. Failure analysis found the primary failure of exposed component to be related to the customer's no reported complaint. The reload was found to have the knife exposed within the knife track. The reload was partially fired based on in-house testing. The reload was found to have a firing failure based on log review. Additional observations not reported by site was that the reload was disassembled in-house for inspection. The reload was found to have cartridge damage along the knife track at the proximal end and damage on the reload's surface near the pushers. No material appeared to be missing. The reload was found to have a damaged blade. The blade exhibited mechanical indentations. Additionally, the pushers near where the exposed component was located was found to damaged. No material appeared to be missing. The reload was then evaluated by advanced failure analysis (afa). Afa reported that visual inspection of reload showed very localized cartridge and pusher damage on one side of the staple line, with damage centered around 0.500" before the knife slot distal end. Cartridge and pushers in this location appear to have experienced a sideways force that started near the knife slot and extended outwards. Staple pocket on two outermost pusher pockets are crushed such that a staple will not properly fit in the pocket anymore. This suggests that the pusher damage occurred during or after the firing. Attempts to replicate the damage by clamping and firing on a hard object were performed. In-house test results either resulted in a completed firing with minimal cartridge damage and no pusher damage, or in a firing failure with cartridge and pusher breakage along with trapped staples. Damage on RMA reload seems to fall somewhere in between, but the firing failure was replicated. In-house testing suggests that damage to cartridge and pusher may be user induced, such as firing across a hard object. Cartridge and pusher damage likely are related to the firing failure seen in the logs.